Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfired.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy with endoscopic selective varices devascularization procedure performed on (B)(6) 2023. During the procedure, the bands were intentionally deployed, but were fired in an inadvertent or unintentional location. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.